Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision surgery with implantation of a 450cc mentor memorygel breast implant prosthesis. Post-operatively, the patient reported she had pain and hardness associate with her left breast. Scar tissue is also present in both breasts. Consultation with a medical professional has been conducted. The reported event is consistent with capsular contracture however no diagnosis has been provided nor any baker grade rating. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. Follow-ups are being conducted. If more information becomes available, mentor will submit a supplemental report accordingly. This report is for the left breast implant. Refer to manufacturing report number 1645337-2022-06242 for the contralateral event.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 09, 2022, mentor received additional information regarding the complaint. Upon consultation, the patient was noted to have an animation deformity of her breasts. It was confirmed that the patient only suffered from capsular contracture of the left breast. A baker grade rating was still not provided. The date of event was provided as (B)(6) 2022. The appropriate fields have been updated. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On july 05, 2022, mentor became aware that information was inadvertently not included in the supplemental. Information provided to mentor stated the patient had baker grade iii capsular contracture of the left breast. Manufacturer¿s reference number: (B)(4) in the supplemental, the information should have included the patient had baker grade iii capsular contracture of the left breast.